Manufacturer narrative:
Customer declined device. Device is not available for evaluation.

Event description:
It was reported that the device was displaying a service icon. There was no patient use associated with the reported event.